Event description:
Customer reported epithelial ingrowth on both eyes. A lift and rinse was performed on (B)(6) 2013. Nothing was done to treat the glare/halo. There was no flap damage. No loss in vision and the issue has resolved.

Manufacturer narrative:
(B)(4). Evaluation: conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2012 due to the fact abbott medical optics (amo) became aware on (B)(6) 2013. The condition of the system (since the time of the initial procedure) will make the evaluation difficult. Customer is only reporting this event and did not request field service or clinical support. Note: all pertinent information available to amo at the time of this report has been submitted.